Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd syringe, eccentric tip were found with volumetric inaccuracy as "there is nothing digit scale outer of the syringe surface." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one picture sample and one physical sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, the scale marking and the logo were observed missing from the barrel of the syringe. As a lot number was not available for this incident, a device history record review could not be performed. The missing label is a result of an equipment failure during the marking process. Manufacturing personnel have been made aware of this incident. Based on severity and occurrence no formal CAPA is required according to internal procedure.